Event description:
Pt had a port in since 6/17/96 for administration of IV chemo. The catheter was implanted percutaneously with the reservoir inserted under the subcutaneous tissue. One week prior to 9/27/96, the port could not be irrigated. An x-ray revealed a leak of dye arround the port. On 9/26/96 a sonogram confirmed blockage of the port distal to the reservoir. The physician recommended removal. On 9/27/96 at 1310, port was removed. However, the catheter was not present on the port reservoir. The attending md called in the radiologist at 1400 to extract the catheter under fluoroscopy. The catheter was successfully removed. At 1640 pt discharged. No adverse effects or outcomes. These devices are no longer used. Facility now uses a new brand.